Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a small volume intermate was broken. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured january 23, 2018 ¿ january 24, 2018. The device was received for evaluation containing approximately 100 ml of drug fluid in the bladder. During visual inspection, the fillport was observed cracked. The white hazing and numerous vertical lines on the fillport are indication that alcohol solution may have likely been applied directly onto the fillport. The fillport material is made of acrylic, and acrylic is sensitive to alcohol solution. Applying excess amount of alcohol solution onto the device fillport can cause cracks on the fillport and consequently result in leak at the fillport area. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.